Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made mistake/break in aseptic technique. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection fortum (500mg in each bag, three times a day) and ip injection reflin (500 mg in each bag, three times a day) for peritonitis. The antibiotic treatment was ongoing. Dianeal therapies were ongoing. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.